Manufacturer narrative:
Follow-up #1: date of submission 11/18/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed evidence of the unacknowledged alarms. The pump powered on with the returned battery cap. The battery cap was unable to fully tighten. The battery cap threads and coin slot were observed to be damaged. The battery compartment was observed to be cracked from the thread area to the case seal. The current draws were within specifications. The battery life issue was not duplicated during the investigation. The pump case was removed and there was no evidence of moisture of loose components inside the pump. Unrelated to the original complaint, the cartridge cap rubber on the top of the cartridge cap was worn but the cap was able to be fully tightened. Additionally, the pump case was cracked in the upper right hand corner of the display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life w/damage) issue. It was reported that the battery life was less than expected. It was also reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.